Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 48 mg/dl. The customer declined troubleshooting for low blood glucose. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. (B)(4).